Manufacturer narrative:
(B)(4). Correction - device has been received. It was initially reported that the device would not be returned for analysis. Subsequent information revealed that the device was available for evaluation. Evaluation summary: the device was returned for analysis. The patient effect of dissection could not be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily tortuous, mildly calcified, de novo, mid left anterior descending coronary artery. Predilatation was performed with a 2.0x12 nc balloon at 12 atmospheres prior to stenting. After post dilatation, an edge dissection at the proximal part of the stent occurred. A 3.0 x15mm xience v stent was implanted to cover the dissection successfully. There was no clinically significant delay in the procedure reported. No additional information was provided.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The reported patient effect of dissection, as listed in the xience v everolimus eluting coronary stent system instructions for use, is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.